Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of soreness, firm swelling, erythema, and delayed hypersensitivity reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, hypersensitivity, pain and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine to the left and right mid face with topical anaesthesia. It was uneventful after the injection and the patient was very happy. About 12 months later, the patient noted the left to right cheek (midface) had become "a bit sore and started to swell." The patient did nothing as they assumed it had been a sinus problem/hayfever. The area gradually became a "firm swelling with a little erythema" but the soreness subsided. The healthcare professional examined the patient about 2 weeks later and there was "mild swelling and erythema" on the left to right midface as well as a "subcutaneous firm swelling that extended up into the tear trough on the left." It was not tender or hot to the touch which indicated that it was not infected. There had been no other procedure or injections in the area since the initial injection. The healthcare professional's initial diagnosis is a delayed hypersensitivity reaction. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine to the left and right mid face with topical anaesthesia. It was uneventful after the injection and the patient was very happy. About 12 months later, the patient noted the left to right cheek (midface) had become "a bit sore and started to swell." The patient did nothing as they assumed it had been a sinus problem/hayfever. The area gradually became a "firm swelling with a little erythema" but the soreness subsided. The healthcare professional examined the patient about 2 weeks later and there was "mild swelling and erythema" on the left to right midface as well as a "subcutaneous firm swelling that extended up into the tear trough on the left." It was not tender or hot to the touch which indicated that it was not infected. There had been no other procedure or injections in the area since the initial injection. The healthcare professional's initial diagnosis is a delayed hypersensitivity reaction. Symptoms are ongoing.